Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a guide wire fracture occurred. This 300 cm rotawire guide wire along with a 1.50 mm rotalink burr were selected. The burr was advanced over the guide wire through the y-connector and a test was completed. Afterwards, the guide wire could not advance into the y-connector and a minute later, a broken segment was found. It was further reported that about 1 cm of the guide wire detached outside the patient and there may have been damage inside the burr catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a guide wire fracture occurred. This 300cm rotawire guide wire along with a 1.50mm rotalink burr were selected. The burr was advanced over the guide wire through the y-connector and a test was completed. Afterwards the guide wire could not advance into the y-connector and a minute later a broken segment was found. It was further reported that about 1cm of the guide wire detached outside the patient and there may have been damage inside the burr catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a guide wire fracture occurred. This 300cm rotawire guide wire along with a 1.50mm rotalink burr were selected. The burr was advanced over the guide wire through the y-connector and a test was completed. Afterwards the guide wire could not advance into the y-connector and a minute later a broken segment was found. It was further reported that about 1cm of the guide wire detached outside the patient and there may have been damage inside the burr catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the spring tip was kinked and kinks were also noted along the guide wire body. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).